Event description:
The caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and reset information was emailed due to insufficient insulin in the cartridge. The caller was advised to reach out again if the issue persisted or recurred.